Manufacturer narrative:
The reported failure of verify flow sensors calibration is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a trilogy 100 ventilator device was returned to a service center for service. There is no allegation of serious or permanent harm or injury. During the evaluation, the service technician observed a verify flow sensors calibration failure. No documentation of a replaced component to address the issue. Additionally, the rubber feet were missing, the label was incorrect, and the front enclosure was damaged. All components were replaced.